Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: component loosening - stem and fluid and debris. Please note the patient had another asr xl system implanted on this revision date - this still remains in the patient along with the original cup which remains in situ. Re-opened 4th march 2014 - attached unanswered query document - requested remaining patient demographics 3x's - still not received. Re-opened 5th march 2014 - attached unanswered query response - file handler advised they have again requested the information but have not received it, so cannot provide it. Update received: 11th march 2014 - re-opened to attach further unanswered query email trail docment. Close to CAPA - 04 june 2014. Confirmation received from complaint investigators that this can be closed to CAPA as the loose stem is associated with armd.

Event description:
Asr revision, asr xl - right, reason(s) for revision: component loosening - stem and fluid and debris. Please note the patient had another asr xl system implanted on this revision date - this still remains in the patient along with the original cup which remains in situ.